Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found that the leak was caused by a bent manual mode probe in the bsv module. The bsv will be replaced at a later time to address the bent probe. The customer will only use automatic mode in the meantime which has been verified. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported dripping from the secondary mode probe on the coulter hmx analyzer. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.